Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image became dark and hazy. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The light intensity in the image was low. The bending section rubber had a leakage. The light guide lens had dirt. The angulation of the device was low. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that physical stress or chemical stress was applied to the device, such as rubbing the device, chemical stress during reprocessing, poor storage environment (direct sunlight, under high temperature, high humidity, x-ray, ultraviolet rays), and age deterioration. If significant additional information is received, this report will be supplemented.